Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Review of manufacturing event log shows no issues that may have contributed to any quality issues reported. Complaint cannot be confirmed based only on the information received. Manufacturer will continue to monitor feedback from the customers on issues related to adaptor alarm 040 humidifier adaptor products. If the device becomes available at a later date, this report will be undated.

Event description:
Customer complaint alleges, "during MRI examination on a patient, the alarm from the adaptor went off but there was no blockage confirmed in the product. As a result of this issue, the adaptor was replaced by a new one. No health injury was reported".

Manufacturer narrative:
(B)(4). A 040 humidifier adaptor (product code 400040 , lot 12d16) was received for evaluation. Visual inspection of the adaptor did not show any signs of abnormality and no blockage was observed in the adaptor body and puncture pin. The humidifier adaptor was attached to a 340ml humidifier water bottle , trigger removed and the adaptor/water bottle set attached to a flow meter. Flow was set for 2lpm, 5lpm , and 10lpm. Air flow was normal through the adaptor and water bottle. No alarm was observed. Complaint for adaptor alarms is not confirmed. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges, "during MRI examination on a patient, the alarm from the adaptor went off but there was no blockage confirmed in the product.as a result of this issue, the adaptor was replaced by a new one.no health injury was reported".